Manufacturer narrative:
No button error alarm was noted on the insulin pump; however, the device was received with intermittent button response due to corroded keypad traces. The following cosmetic damage was also found: cracked case at a display window corner, a broken reservoir tube lip, a cracked belt clip slot, cracked reservoir tube, and minor scratches on the lcd window. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 300 mg/dl. The customer stated that she was sitting on the porch with the pump in the waist band of her pants as usual when the pump alarmed. Troubleshooting was initiated for the button error alarm. The customer confirmed that she was moving furniture, too, and that she might have leaned against something for a long time. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.